Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received an ¿unable to proceed¿ during a supply change, after which a dry run succeeded and a subsequent supply change with new supplies enabled delivery to resume; the event aligns with a failure to infuse associated with the motor component and included stalled motor alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was traced to a component-level failure consistent with a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.